Manufacturer narrative:
Additional information reported from the physician that the medtronic devices used in the procedure did not cause or contribute to the paralysis. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, left paralysis was noted. An acute lacunar infarction was detected via computed tomography (CT) the following day. Medication was conservatively prescribed. No additional adverse patient effects were reported.